Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 480mg/dl and a ketone level of 1.6. The customer disconnected from their infusion set site and delivered a 5 unit test bolus and they did not observe insulin dripping out of the infusion tubing during the bolus delivery, resulting in an occlusion alarm occurring. A supply change was performed to address the occlusion alarms and a correction bolus was delivered to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.